Event description:
It was reported that a patient was to undergo pharyngeal dilatation related to her long and complete history of tracheal and pharyngeal stenosis. The clinical records indicate that the patient developed bilateral pneumothoraxes, severe surgical emphysema and had a cardiac arrest as a result of possible laryngeal tear during a difficult intubation and jet ventilation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). The wand [(web assisted notification of devices) database] notification number for this product is (B)(4). The reference number is (B)(4) from medsafe (B)(4). This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, or medical records was returned to the manufacturer for evaluation. The report is inconclusive as to the cause of the reported product problem. If the device is returned in the future, product analysis may be performed. Without the receipt of the lot # and /or the serial #, the return of the device since initial distribution cannot be determined. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA. Device description: the hunsaker mon-jet ventilation tube is a small diameter, dual-lumen tracheal tube. (B)(4). The hunsaker mon-jet ventilation tube is intended to be used as a device for ventilating the patient by the administration of pressurized anesthesia gases, a technique referred to as jet ventilation, in microlaryngeal surgical procedures. The hunsaker mon-jet ventilation tube should not be used in patients with narrow airways which could restrict ventilation inspiration and expiration, and result in excessive elevation of intratracheal pressures.